Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The day after onset of the peritonitis, the patient was hospitalized for the event. On an unreported date, the patient began treatment with injection vancomycin (1000 mg, frequency, duration and route not reported) and injection of amikacin (125 mg, frequency, duration and route not reported) for peritonitis. At the time of this report, the patient outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.